Event description:
It was reported that during a cholecystectomy procedure the clips didn't close properly. It was used a new ligaclip: also for this device the clips were ejected malformed. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon testing the device for functionality the device was cycled, fed, and formed (B)(4) conforming clips as intended and the remaining (B)(4) clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.